Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead had an infection. A revision was performed and the cardiac resynchronization therapy defibrillator (crt-d) along with the right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead were explanted. Additional information received from the field representative indicates that the patient will be having a non-boston scientific device. Furthermore, a temporary system was used at the time of explant and later replaced by non-boston scientific device. No additional adverse patient effects were reported. The ra lead will not be returned as it was kept by the explanting hospital.